Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported receiving a "sensor temperature too low" alert, even though they were not in a cold environment at the time. An RMA was authorized for return of sensor for further investigation.

Manufacturer narrative:
The user reported receiving low sensor temperature alerts on 31 october 2025, which was day 354 post insertion. An RMA was issued for the return of the sensor for further investigation. Upon receipt, a review of in-house testing confirmed that there was no evidence of chemical malfunction. Analysis of the sensor temperature data indicated that the device's temperature calibration file was accurate at the time of manufacturing but was no longer accurate at the reported timeframe. This is potentially attributable to a latent defect in the sensor's internal electronic component, such as cracking or mechanical stress on component. The user had already scheduled their routine sensor replacement with their hcp as the sensor was near the end of its life; therefore, the RMA was issued for return only. B4.date of this report 29 jan 2026. G3.date received by the manufacturer? 29 jan 2026. H3. Device evaluated by manufacturer?yes. H6.medical device problem code to 3005. H6. Type of investigation updated to 10,4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4307.